Manufacturer narrative:
A request for additional information has been made to confirm the lead was explanted and if a return for analysis is possible. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that due to the bad patient's anatomy, this left ventricular (lv) lead dislodged. A revision procedure ensued and the lead was explanted and replaced.